Manufacturer narrative:
The customer replaced the sample probe. The field service engineer determined pressure sensor and abnormal probe sucking errors, indicating insufficient sample quality. He adjusted the rinse water volume and cleaned the sample line. The gear pump head was replaced and adjusted. A pressure sensor check was performed and passed. Calibration and control were acceptable. The issue is consistent with incorrect pre-analytic sample handling.

Event description:
The initial reporter stated they received discrepant results for one urine patient sample tested with the albt2 (tina-quant albumin gen.2) assay on a cobas 6000 c501 module. The sample initially resulted in an albt2 value of 64 mg/l. The patient sample was repeated on the same instrument, resulting in a value of 14 mg/l. Remeasurement of the sample on a second analyzer resulted in an albt2 value of 13.6 mg/l the initial questionable result was reported outside of the laboratory. The albt2 reagent lot number and the expiration date were requested, but not provided.